Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. The reported low sound event could not be confirmed due to insufficient evidence. Log file analysis revealed two (2) controller power up events, with associated motor start events, logged on (B)(6) 2021 at 15:05:57 and 15:20:37. The data point recorded prior to the first loss of power revealed that an active adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 90% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that a power adapter was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 14 seconds. The data point recorded prior to the second loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 89% rsoc. The data point recorded after the second loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 8 minutes and 40 seconds. No anomalies were observed leading up to the losses of power. Additionally, log file analysis revealed two (2) controller power up events without motor start events and two (2) vad disconnect alarms logged on (B)(6) 2021 since 15:44:24, likely due to troubleshooting of the controller. As a result, the reported loss of power and vad disconnect alarms event was confirmed. A possible root cause of the reported losses of power can be attributed to an intermittent disconnection on one or both power sources, and/or a disconnection of both power sources from the controller as described in the event details. The most likely root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported low sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane and/or a faulty speaker. Information received from the site indicated that the patient experienced confusion and streptococcus mitis bacteremia. The patient was treated with antibiotics and intravenous (IV) fluids. Of note, a computerized tomography (CT) scan did not reveal a new stroke, and the patient was intubated and put on cooling protocol post-arrest. Additional information received from the site indicated that the patient was extubated several days later, and their conditions improved. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Per the instructions for use, infection and neurological dysfunction are a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11, d12, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 694765 lead, implanted :(B)(6) 2015. Additional products: heartware ventricular assist system controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 04-jun-2020. Labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced confusion and streptococcus mitis bacteremia. The patient was admitted to the hospital where blood cultures were taken and a white blood cell count was performed, and the patient was treated with antibiotics and intravenous fluids. While admitted, the patient was found unresponsive with both power sources disconnected from the controller and the ventricular assist device (vad) off accompanied by vad disconnect alarms. It was reported that the controller's alarm volume was low. The patient was obtunded while power sources were reconnected and the patient was transferred to the intensive care unit (ICU). A computerized tomography (CT) scan was performed and was negative for a new stroke. The patient arrested and was intubated and put on cooling protocol, then extubated several days later after improvement in his/her condition. The vad and controller remain in use. No further patient complications have been reported as a result of this event.